Manufacturer narrative:
On 1/9/2025, the following additional information was obtained: the instrument was inspected prior to use and no damage was noted. The surgical task being performed at the time of the event was a dissection of liver tissue. It is unknown what the surgeon believed caused the instrument breakage and fragment falling. It is unknown how long the instrument was in use; the surgeon did not notice any functional problems with the instrument during the surgical procedure. The instrument did not collide with any other instruments or hard materials during this surgical procedure. The fragment did not fall into the patient during an instrument tip collision. It is unknown if the instrument was removed during the procedure before the fracture occurred. The surgical staff did not experience any resistance when removing the instrument through the cannula. The wrist of the instrument was straightened upon removal. There was no damage to the cannula after the incident. There was no damage to the instrument either. The fragments were still on the instrument when they were removed. It was confirmed that all fragments were recovered. There was no additional surgical procedure needed. No tests, such as x-rays or ultrasounds, were done after the surgery to check for remaining fragments. The procedure was completed robotically with a new synchroseal. There were no injuries to the patient. The patient did not return to the hospital due to postoperative complications related to the retention of the foreign body the instrument is available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment fell from synchroseal instrument. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task being performed at the time of the event was a dissection of liver tissue. It is unknown what the surgeon believed caused the instrument breakage and fragment falling. It is unknown how long the instrument was in use; the surgeon did not notice any functional problems with the instrument during the surgical procedure. The instrument did not collide with any other instruments or hard materials during this surgical procedure. The fragment did not fall into the patient during an instrument tip collision. It is unknown if the instrument was removed during the procedure before the fracture occurred. The surgical staff did not experience any resistance when removing the instrument through the cannula. The wrist of the instrument was straightened upon removal. There was no damage to the cannula after the incident. There was no damage to the instrument either. The fragments were still on the instrument when they were removed. It was confirmed that all fragments were recovered. There was no additional surgical procedure needed. No tests, such as x-rays or ultrasounds, were done after the surgery to check for remaining fragments. The procedure was completed robotically with a new synchroseal. There were no injuries to the patient. The patient did not return to the hospital due to postoperative complications related to the retention of the foreign body the instrument is available for return to isi for evaluation. The instrument images are available for isi.

Manufacturer narrative:
Updated sections d9, h2, and h3. Updated annex codes: g, b, c, and d. Device evaluation and additional information: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have primary failure of torn jaw cover to be related to the customer reported complaint. The instrument was found to have the jaw cover torn. The tears measured roughly .0820" x .0565". The torn piece was not returned and missing. There are no signs of thermal damage present at the end of any tears. The jaws did not open and close properly as the cover is extended to the base of the jaws. Additional findings not related to customer reported complaint: the instrument was found to have a bent main tube. The bending damage located at the midpoint area. This causes the jaws not to move properly. Components adjacent to this bent main tube do not show damage. The instrument was found to have a scratched grip tip. One side of the grip tips had several scratches. The scratch marks measures approximately .0640". The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which shows no related complaints. A review of the site¿s instrument logs confirms the instrument was used on sk4092 on nov-22 2024. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. DHR review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.